Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, "the needle was not suctioning correctly or there were issues with tissue sampling." The user site reports that multiple samples had to be taken "to get very little tissue." It was further reported that one patient had twelve samples taken; however, the user was only able to retrieve three small tissue samples, and another patient had twenty-four samples taken with little tissue acquired. The user indicated that three patients were impacted; therefore, an MDR will be submitted for each impacted patient. Additional information was obtained from the customer in which it was reported that all three procedures were successfully complete; however, each impacted patient had to have more tissue removed than initially intended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Manufacturer narrative:
Correction to device manufacture date.